Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis was unknown. It was unknown whether the patient was hospitalized for the event. The patient was not treated with any medication. No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
On unreported dates, the patient was hospitalized for the peritonitis and the patient began treatment with injection tobramycin and injection reflin (both 500 mgs, routes and frequencies were not reported). On unreported dates, the antibiotic treatments were discontinued and the patient was recovered from the event. On an unknown date, the patient¿s peritoneal dialysis catheter was removed and dianeal therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.